Event description:
It was reported that this pacemaker was unable to be interrogated by 2 programmers. A magnet was applied in which there were no pacing spikes observed. The patient was not pacemaker dependent at the time. Additional information is being requested from the field. No adverse patient effects were reported. Additional information was received from the field representative that the device was explanted and replaced with a non boston scientific device. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is not expected to be returned. If additional information is received, a supplemental report will be filed at that time.